Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within days of implant there was increased threshold and suspected pacing failure. A CT scan could not definitively distinguish between dislodgement and perforation. The pocket was reopened and the lead helix was retracted. About ten minutes later, blood pressure was measured and an echocardiogram was taken, with no perforation being confirmed. It was therefore judged that the issue was due to lead dislodgement. The lead was repositioned at a different site and remains in use. No patient complications have been reported as a result of this event.